Manufacturer narrative:
This report is being submitted to provide final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue: ¿the root came off¿. The subject device was inspected, and the issue was confirmed. The information obtained did not lead to the identification of the cause. Since the oredome on the main body side was damaged, additional investigation was conducted. It was found out it could not be kept watertight, and it is assumed that water entered the main body, resulting in flooding. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. As per the instructions for use (IFU) manual, the following statement is found in the "warning" section of the instruction manual under "storage": "when wiping the outer surface of the camera cable, do not wipe the camera cable. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. The following statement is found in "warning" in "precautions for cleaning, disinfection, and sterilization" and "storage" in the instruction manual. Do not clean, disinfect, or sterilize this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. Based on the investigation results, the most probable cause of the complaint is degradation problem and electrical component problem without any design or manufacturing issue. The event can be prevented by following the instruction for use which state: "when wiping the outer surface of the camera cable, do not wipe the camera cable.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the autoclavable camera head root came off. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the autoclavable camera head root came off. There were no reports of patient harm.